Manufacturer narrative:
The follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent debridement and received antibiotics due to infection approximately two months post revision of the polyethylene bearing. All implants were retained.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Date of birth: (B)(6).

Event description:
No further information has been provided.

Manufacturer narrative:
(B)(4). Medical product- vngd ssk 360 l fem 65 mm catalog# 185284 lot# 3603059, bmt smooth knee stem 16 x 80 catalog# 145026 lot# 470050, vg da 360 o/s tib tray cocr 75 catalog# 161431 lot# 3535584, bmt smooth knee stem 14 x 80 catalog# 145024 lot# 316550. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535 - 2017 - 00258, 3002806535 - 2017 - 00259, 0001825034 - 2017 - 02893, 3002806535 - 2017 - 00260, 0001825034 - 2017 - 02897.

Event description:
It was reported that a patient underwent debridement and received antibiotics due to infection two months post revision. All implants were retained.

Manufacturer narrative:
No devices or photos of the devices were received; therefore, the condition of the components is unknown. Additionally, visual and dimensional evaluations could not be performed. The product number and the lot number were not provided; therefore, the manufacturing date, the device history records and the field age of the device could not be determined. There is insufficient information to perform a complaint history search. A definitive root cause could not be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.